Event description:
It was reported that the patient was experiencing inadequate pain relief and frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.